Manufacturer narrative:
The 14f esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, visual inspections and tests are performed throughout the process. During esheath assembly and sheath shaft component of the sheath is visually inspected for defects. During final assembly, the esheath is 100% visually and dimensionally inspected by both manufacturing and quality for defects. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The esheath IFU, commander delivery system s3 IFU, device preparation manual, procedural training manual and sapien 3 IFU were reviewed for guidance and instructions. The procedural manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis and ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries) do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations are as follows: heparin should be given prior to sheath placement to ensure act greater or equal 250 sec, use stiff wire (for peripheral access only) in case of peripheral tortuosity and utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement, always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications, and know position of sheath tip in the aorta. Perform contrast injection if: angulated aorta, aneurysms and significant aortic atherosclerosis. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath and once inserted, suture the sheath in place. There were no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty introducing sheath was unable to be confirmed without the returned device or relevant procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. As such, a manufacturing non-conformance was unable to be identified. A review of the DHR and lot history provided no indication that a manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per the IFU/training materials, 'do not use this device in patients who have the following: [access vessel injury may occur]: ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath' and 'caution: do not use the thv in patients with access vessle diameters less that 5.5mm for 20, 23, 26 mm systems.' It is possible that patient factors (calcification, tortuosity, undersized vessels) played a role in the difficulty introducing the sheath. However, without returned patient imagery, this root cause is unable to be confirmed. Additionally, per report, 'according to the doctor who performed the repair, it is possible that intima was damaged when using perclose proglide closure device and the sheath could not be inserted to the left femoral artery since it was caught in the intima. In this case, due to insufficient information provided, a conclusive root cause is unable to be determined at this time. However, per report the event could be due to procedural factors (intima damaged when using closure device). No labeling or IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (placement of the perclose device), patient access vessel characteristics not provided, may have contributed to the reported insertion difficulties, vascular injury and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6) , a 23mm sapien 3 valve was implanted in the aortic position by the left transfemoral approach. Insertion difficulties occurred during the placement of a 14fr esheath. The esheath was removed and an unsuccessful attempt to insert an 18fr non-edwards sheath was made. The decision was made to change the approach to the right femoral artery. A 23mm sapien 3 valve was uneventfully delivered and deployed in the aortic position. Post deployment, a dissection in the left femoral artery was observed and surgically repaired. The injured vessel was transected and anastomosed. Per medical opinion, the exact cause of the injury could not be confirmed. It was possible that intima was damaged when using perclose proglide closure device and the sheathes could not be inserted from the left femoral artery since they were caught in the intima.